Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated glucose (gluc) patient sample result obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer. The customer stated the falsely elevated result was obtained on an extremely lipemic sample and the result was accompanied with a hemolysis icterus lipemia (hil) interference flag. Prior to reprocessing, the sample was ultracentrifuged. Hsc observed that the correct result was obtained on the sample that was ultracentrifuged. Hsc notes that the process of ultracentrifugation removes the lipid interference. Hsc concluded that there is no evidence of a potential product issue. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated glucose (gluc) patient sample result was obtained on a dimension exl with lm system. The falsely elevated result was reported to the physician(s). The same sample was reprocessed on an alternate siemens system (atellica). A lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated glucose (gluc) patient sample result.